Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the clinical patient underwent an elbow revision due to septic loosening and a peri-prosthetic ulnar fracture with two staged revision approximately ten (10) months post-operatively. Patient was re-implanted with a distal srs system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07236 and 0001825034-2017-07237. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient underwent an elbow revision due to septic loosening and a peri-prosthetic ulnar fracture with two staged revision. Patient was re-implanted with a distal srs system approximately ten (10) months following initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant: unknown date in 2014. Reported event was confirmed by review of x-rays. X-ray review was completed by the operative surgeon. Prosthetic infection was identified post-operatively. Review of documentation indicates there was also loosening associated with the infection (septic). Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient underwent an elbow revision due to septic loosening with two staged revision. Patient was re-implanted with a distal srs system approximately ten (10) months following removal of the discovery elbow. Attempts have been made and additional information on the reported event is unavailable at this time.